Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was present due to a cable failure. In addition, it was noted that the rear cover label was faded. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image appeared "abnormal" and was "not focused." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. The suspect device was returned to olympus for repair. Upon inspection and testing of the returned device, it was found that no image was present due to a cable failure. This report is submitted due to the finding of no image present during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.